Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared visually weak positive.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody identification when tested on a galileo echo, when tested on (B)(6) 2017.